Event description:
On (B)(6) 2012, the patient claimed her blood glucose reading has been as high as 347 mg/dl due to possible pump delivery issue. Her blood glucose reading came down to 122 mg/dl after she changed her infusion site and took corrective bolus insulin. At the time of her elevated blood glucose reading, she felt a little thirsty. During troubleshooting, the patient indicated that his corrective bolus insulin is not being recording in the pump history. There was no occlusion alarm associated with the incident. The subject pump was requested back for investigation. This complaint is being reported due to the alleged incorrect bolus history issue. There was no evidence of a serious injury associated with the incident. The patient did not receive hpc medical intervention and did not have any symptoms that would suggest acute complication of diabetes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside of normal use was observed in the black box or download history. The pump was exercised for 24 hours without any unprogrammed boluses occurring. A normal bolus and an audio bolus were performed and were correctly recorded in the pump history. The keypad buttons were tested and no button issues were found.